Event description:
It was reported that the patient had to have her neurostimulator replaced due to a fall one year ago. The patient reportedly jarred the lead loose. The patient also felt as if the lead was placed too close to her heart. After the replacement, the device covered some of her pain, but she continued to have a lack of therapeutic effect. The patient had additional pain that wasn't being covered. The patient planned to seek reprogramming assistance from a company representative. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60 serial (B)(4) implanted: (B)(6) 2009 explanted: na. Lead model 3778-60 serial (B)(4) implanted: (B)(6) 2009 explanted: na. Programmer model 37743 serial (B)(4).